Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the panel phoenix nmic/ID-485 a patient isolate was reported as extended-spectrum beta-lactamase (esbl) negative but when a comparable method is used the same isolate was found to be both esbl positive and a carbapenemase-producing organism (cpo). No health impact or consequence reported.